Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 06-NOV-2023 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE OF THIS INCIDENT, IT WAS DETERMINED THAT THE TOWER DOOR DID NOT POWER ON. A FIELD SERVICE ENGINEER (FSE) INSPECTED, AND BALLAST EMITTED A BURNT SMELL AND WAS DISCONNECTED, WITH A REPLACEMENT REQUIRED. A FSE REPLACED THE FAULTY BALLAST AND INSTALLED NEW LIGHT EMITTING DIODE (LED) LIGHTBULBS. ALL CONNECTIONS WERE RESTORED, AND THE TOWER WAS POWERED ON SUCCESSFULLY, WITH NO SIGNS OF THERMAL DAMAGE OBSERVED. THE FSE ENSURED THE TOWER WAS CONNECTED TO A GENERATOR SOCKET. FUNCTIONAL TESTING WAS PERFORMED BY CYCLING THE TOWER LIGHTS ON AND OFF, CONFIRMING PROPER OPERATION, AND VERIFICATION WAS COMPLETED WITH SUPPORTING IMAGES SHOWING NO ERRORS AND NORMAL FUNCTIONALITY. THE SYSTEM FUNCTIONED AS INTENDED AFTER FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY TOWER LIGHT WAS OUT, AND A BURNING SMELL WAS OBSERVED. HOWEVER, THERE WERE NO DELAYS OR ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary Tower light was out, and a burning smell was observed.As per part investigation, it was determined that the reported tower light failure and burning smell condition was caused by a damaged ballast (P/N 355718-01) with an open circuit in the internal coil system, resulting in power interruption to the tower lighting and the observed burning odor.e were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of "tower light is out, burning smell" was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process.According to WO 02458667, the BD FSE reported that no power went through the lights. Checked the ballast which smelled burnt. Disconnected it and ordered a ballast to replace. On the next visit when the part arrived, the FSE replaced it and took pictures. There were no noticeable thermal events, just the smell. Swap out the lightbulbs with the new LED lightbulbs, as well plugged everything back together. FSE made sure that the tower was plugged into a generator socket, as there were some available. No other issues observed, all tested OK.During DCHU Visual Inspection:(b)(4): The part was received with no missing components, signs of fluid ingress or physical damage.During DCHU Testing:(b)(4): DMM testing on the ballast determined an open circuit on the internal coil system, confirming the damage on the component.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the reported complaint was a damaged ballast, which emitted burning smell and generated a power break to the light system.